Event description:
It was reported that prior to a laparoscopic gastric procedure, the tip broke on the device. This occurred before use and they opened another one to proceed. There were no patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Manufacturer narrative:
Evaluation summary: one instrument was returned as a sterile device and in good visual condition; however, cartridge with the staple retainer on was returned loose inside the sterile package. The returned cartridge was found to be fully loaded with staples and in good visual condition. The instrument was tested for functionality with a test cartridge and it fired conforming; in addition, the test cartridge remained properly loaded when tested for functionality and it did not became loose. A batch record review was performed and no anomalies were found during the manufacturing process.